Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the surgeon was not able to move the permanent cautery hook instrument's wrists properly while his/her head was in the 3d viewer. The instrument moved in the opposite direction. There were no delays/lag during movements. No frictions or any collisions were observed before or during the procedure. The user removed the instrument from the universal surgical manipulator (usm) and confirmed that there were no broken cables. The user continued and completed the procedure without further issues. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the permanent cautery hook instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was placed and driven on an in-house system and passed recognition and engagement tests. It moved intuitively with full range of motion in all directions, and the jaw opened and closed properly. The instrument was connected to the erbe generator and passed monopolar energy recognition. It was also connected to an in-house monopolar cautery cable on an in-house system and passed the energy delivery test. The instrument was fully functional, and no product issues were identified. The probable root cause of the customer reported complaint is not determinable since the issue was not confirmed or reproduced.